Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the top display on the unit goes blank and the light goes off during use. It was further reported that this happened on an intermittent basis.